Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. Visual inspection confirmed a hair across the o-ring of the quick disconnect connector. The sample did not leak through pressure testing until the hair was placed on the o-ring to replicate the issue. It is unk when the hair was introduced to the part - during assembly, or in the clinical setting. Good mfg processes and terumo (B)(4) gowning procedure will be reviewed during the associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the customer noticed a small leak at the quick connect connector. The product was changed out, there was about 1 ml blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.